Manufacturer narrative:
The device has been returned and evaluated by product analysis on 19-sep-2019 with the following findings: during investigation, the pump powered on with no audible sound. Investigation found a cracked open solder connection on the piezo sound device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (dual alarm failure) issue. The reporter noted that the patient experienced elevated blood glucose (bg) over 250 mg/dl but under 500 mg/dl with polydipsia and irritability, which does not meet animas' definition of an adverse event and there was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.